Event description:
Caller states patient tested 1.6 inr on the coaguchek xs system (14:47) while a comparison lab returned as >10.0 inr (15:10). The patient was treated with oral vitamin k. The patient is at home and is fine. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.